Manufacturer narrative:
This device was not returned for analysis, as it remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited low out of range pacing impedance measurements on the non-boston scientific left ventricular (lv) lead and noise on the non-boston scientific right ventricular (rv) lead. The patient is known to have an abandoned non-boston scientific pacemaker system implanted. Technical services (ts) noted that there were no stored episodes in which oversensing was observed. Lead impedance trends demonstrated an abrupt change during which the non-boston scientific right atrial (ra), rv, and lv leads exhibited decreased within-range impedance measurements. These measurements subsequently returned to baseline values; however, rv pacing impedance remained low. Ts noted a flatline on the lv electrogram (egm), indicating lv sensing was turned off. Ts suspected that the impedance and noise anomalies were due to active and abandoned lead interactions. The patient was evaluated in clinic, where provocative maneuvers reproduced both the low out of range impedance on the lv lead and the observed noise on the rv lead. Based on these findings, the physician suspected a possible rv insulation anomaly, and a chest x-ray was performed. Ts recommended an evaluation of all sensing and pacing vectors. No adverse patient effects were reported. This crt-d remains in service.